Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 09/14/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt is attempting to work with the reporter to gather additional information regarding the complaint and to confirm that the device is not available for return. Since the device has not been returned, a visual and functional evaluation could not be performed, and device failure could not be confirmed. The device was reportedly in use for at least 8-9 months before the failure occurred. Based on the provided information, the reported complaint is not believed to have been caused by a manufacturing defect. We will continue to try and work with the original reporter to obtain the device in question and additional information if available.

Event description:
Per the original reporter in uf/impoter report #: (B)(4), "leakage from the connecting port was noted on the patient's blanket. Upon inspection, a crack was discovered at the port."